Event description:
It was reported that the apexpro telemetry server (ats) unexpectedly shut down resulting in a loss of monitoring for 4 hours affecting 36 pts. There was no death or serious injury associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.